Event description:
It was reported that the crosslink center locknut was broken off during tightening. No patient complications were reported.

Manufacturer narrative:
The device was returned to medtronic for eval. Visual examination confirmed the eyelet post was sheared due to a force applied to the center lock nut that exceeded the post limits. The lockout and the sheared post were not returned with the returned components. A review of the device history records found no documents to indicate a non-conformance to specifications.